Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the fenestrated bipolar forceps instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .099 - .167 in length and not aligned with the tube axis. Failure analysis investigation concluded that damage was likely due to mishandling. Another observation not reported by site was char marks on the yaw pulley. One yaw pulley exhibited charring and localized melting at the grip base. The charring may be due to a breach in the insulation. The instrument passed electrical continuity testing. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.